Manufacturer narrative:
The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to frame damage. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system and valve insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The frame damage was unable to be confirmed as the device or relevant imagery were not provided for evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during procedure, it was very difficult to advance the system through the esheath, especially in the partially expandable part. After several attempts it was finally possible to get through the esheath using a bit more force than usual...that was revealed that the distal struts were slightly deformed'. Per the procedural training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' It was reported that moderate tortuosity and mild calcification were present on the access vessel. These patient factors can create a restricted pathway as well as sub-optimal angles for delivery system advancement through the sheath, leading to resistance and high push force. If excessive force was applied to overcome the resistance, it can cause damage to the valve frame as reported. While a definitive root cause was unable to be determined at this time, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tv tavr case it was very difficult to advance the delivery system and valve through the esheath, especially in the partially expandable portion of the sheath. After several attempts it was finally possible to get through the esheath. Next during valve alignment it was noted that the distal struts of the valve frame were slightly deformed. The decision was made to implant the valve anyway because the patient became unstable for a short time. The valve was successfully implanted 90:10 (aortic/ventricular). The patient is doing very well, very good result after the implantation.